Event description:
Additional information was received from the intermacs registry stating: low flows, rising ldh. Did patient experience a thrombus event (suspected or confirmed): u ae device malfunction: n patient outcome: death: yes device malfunction causative factor: no cause identified: yes death date (B)(6) 2015 primary cause of death: withdrawal of support, specify primary cause of death: cancer . Specify support: vad and ECMO turned off device function normal: n

Manufacturer narrative:
Additional information: the attached user facility medwatch report was received from the intermacs registry.

Manufacturer narrative:
Approximate age of device ¿ 1 year and 5 months. A correlation between the device and the reported event could not be conclusively determined. Right heart failure and renal failure are listed in the instructions for use as adverse events that may be associated with the use of the heartmate ii left ventricular assist system. No autopsy was conducted and the vad was not explanted. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that the patient expired on 05/27/2015 due to right ventricular failure, renal insufficiency and multisystem organ failure. The patient had recently underwent a workup for heart transplantation. He was admitted for placement of a swan-ganz catheter, inotrope initiation and diuresis, to determine if his pulmonary hypertension was reversible and if his renal insufficiency would improve with inotropic support. On 5/18/2015, the patient required urgent placement on peripheral veno-arterial extracorporeal membrane oxygenation (ECMO) support. Upon evaluation, minimal lvad flows in the setting of rising lactate dehydrogenase levels occurred. The hospital staff described the lvad dysfunction as possibly due to the patient¿s right heart failure, but they were uncertain. On the evening of his death, the patient was noted to have worsening hypotension, hemodynamic instability and acute hemorrhagic pulmonary edema. The patient's hemodynamic status and respiratory status continued to decline. The patient had an emergent bronchoscopy at the bedside ¿ the results were not provided. Multiple changes were made to his ventilator settings; however, he remained hypoxic and hypotensive despite escalating doses of inotropic support with norepinephrine and epinephrine. Attempts were made to increase his ECMO speed. The patient¿s status did not improve and he subsequently experienced episodes of ventricular tachycardia and ventricular fibrillation treated with defibrillation. The patient received some blood products on an unspecified date. The patient continued to hemodynamically decline. The patient¿s family elected to withdraw care and the patient expired on (B)(6) 2015. An autopsy was not performed.